Event description:
It was reported that the patient developed an infection with cultures showing streptococcal sanguinis bacteremia. Visualization on the tee (transesophageal echocardiaography) showed vegetation observed on their right atrial (ra) lead. Their pacemaker system including the right atrial (ra) and right ventricular (rv) leads was removed. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt codes: 4845, 4846. Device code: 2993. Ref report: mw5180569.